Event description:
A remsat plus c flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint during evaluation of the device, the service technician observed visible foam particles inside the blower kit additionally, the service technician also noted fluids fail contamination and has a presence of error code e62 stuck_ramp_key and e63 err_stuck_knob_key. The device was scrapped.